Event description:
Trial of roma3 by ivivi in pt with electronic pacemaker. We were told that the pt selected by the co representative would be able to use the device without interference with her pacemaker. When therapy was instituted the second time that day, pt developed shock sensations and multiple electrical pacemaker activity was seen on EKG. Unit was removed and pt has done well. There seems to be no permanent damage. Dates of use: 2007. Diagnosis or reason for use: increased wound healing. Event abated after use stopped or dose reduced: yes.